Event description:
It was reported that the device had air in line alarms. The event occurred before infusion, and there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found cracked battery door and bent latch lock. This device has not been serviced in the past. There was no applicable evidence to review in the event history. The primary reported problem was duplicated by functional testing; found air detector did not pass. The cause of the problem is the air detector. Replaced the air detector. The device passed all functional testing after the repair.